Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). The biomed called requesting field service dispatch indicating during pre-use check the unit's touchscreen display is dark on cycle on only the leds are lit audible alarm is present.

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. The carefusion dispatched a field service representative for the evaluation of the device. Once the device evaluation is complete, a follow-up medwatch report will be submitted.